Event description:
It was reported that the pump battery could not be charged. In addition, the pump shut off unexpectedly. The customer connected the pump to a power source, but the pump did not turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.